Manufacturer narrative:
Customer returned the unit to the company's repair ctr for further eval.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.